Event description:
Additional information was received on 29 sep 2023: hemostasis was completed by another device. Patient procedure, prior to the use of the angio-seal device was a diagnostic angiography. This issue concerns only the connecting dilator to hub. The patient is in stable condition. The user did have difficulty in inserting the locator into the hub. The user did not succeed in mating the locator and hub i.e., did the user successfully insert and lock the locator in the hub. There was no audible click on mating or tactile feedback after mating. The user was not able to mate the locator with the hub after many tries. The user attempted to mate the locator and hub several times. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation did not occur when the device was in the patient. There was no harm to the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9, to update section h3, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances and capas have been noted for this issue in the past 12 months.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device dilatator did not lock. Additional information was received on 28 aug 2023: patient involved; hemostasis was ok in that case. There was no patient harm. The sheath and dilatator were not properly closed.